Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that insulin was dripping out by itself and they noticed bubbles in the tubing near the reservoir. It was noted that the air bubbles did not persist after a set change. Customer's blood glucose reading at the time of the call was 274 mg/dl. No further information reported.